Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years and four months post index procedure a follow up CT revealed that the endurant stent graft had a proximal type I endoleak due to loss of seal of the bifurcated stent graft. Per the physician, the cause of the event was due to disease progression near the renal arteries. The physician brought the patient in and the angiograms revealed a persistent type ia endoleak. The physician did not treat the type ia endoleak, the physician elected to have the patient be transferred to another hospital to have a bilateral snorkel procedure with aortic cuff placement (has not been scheduled). No sequelae were reported and the patient continue to be monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.